Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/12/2016. The fse found that the probe wipe rinse block was misaligned. The fse aligned the probe wipe, which repaired the leak. The fse verified the repairs. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.